Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that stimulation was in the wrong location. Since the patient's replacement surgery (see manufacturer's report # 3004209178-2013-19240), "the stimulation isn't where its supposed to be, all it was doing was making my right leg twitch." On thursday ((B)(6) 2014) the patient had her leads replaced. Even after her lead replacement, "its doing it again". The patient's foot was cramping and her toes were cramping and she felt the stimulation in her right leg. The patient was frustrated and wanted to know why this was happening. The patient was also not getting any symptom relief. It was noted that when the patient had her first device implanted "they put it in, set the settings and it was good to go so I dont understand why this is happening". In (B)(6) 2013 after the patient's replacement surgery, "the manufacturer's representative tried to adjust the settings, but they couldn't get it to do anything but make my leg switch so that's why we replaced the leads on the (B)(6) 2014". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that, a week ago, the stimulation started to be painful on the left side and her foot was cramping up. She then turned the implant off on sunday. She requested a physician listing to have her device checked. It was noted that she had implant for 12-15 years and got great relief from it.